Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Upon the ccc specialist's recommendation, the customer realigned and bleached the sample probe. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found an issue with the cuvette formation. The cse ensured the proper cuvette formation by replacing the loci preventive maintenance kit. The cse ran system check and quality controls, which were acceptable. The cause of the discordant, falsely elevated calcium result on one patient sample is related to the issue with cuvette formation. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on one patient sample upon initial and repeat testing on a dimension exl with lm instrument. The discordant result obtained during the first repeat was reported to the physician(s) and the patient was treated. The sample was repeated a second time on the same instrument and resulted higher. The corrected result was reported to the physician(s). A new sample was collected from the patient after treatment and resulted higher than the corrected result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.